Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after an alert had triggered. The right ventricular (rv) lead's defibrillator coil exhibited high, fluctuating impedances. Multiple impedance measurements were taken, resulting in different readings, and the lead was determined to be fractured. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.